Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Cts provided information on how to reset the pump and assisted the caller with the process; the malfunction code did not recur after resetting. The caller was instructed to call back if the malfunction code recurs and was informed they could continue using the pump.